Event description:
A customer reported that a system message displayed and the footswitch presented with a problem before the procedure. There was no patient involvement.

Manufacturer narrative:
A sample has not been returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).